Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached needle that occurred on (B)(6) 2015. Patient reported that the needle feel out after he took the sensor out of the package. No additional event or patient information is available.